Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. Customer's blood glucose (bg) ranged from 170 mg/dl to an unknown elevated bg value. Bg value was not provided and cause was unknown as customer declined further troubleshooting from tandem technical support regarding elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.